Event description:
Additional information was received from a foreign healthcare professional (hcp) via a distributor. When asked if the exacerbation of spasticity had recovered, it was reported that on the night of (B)(6) 2021, "weakness was confirmed by the patient's complaint and tentacles." Since there was no catheter access port (cap) kit on (B)(6) 2021, patency was not visually confirmed. It was recognized that the current situation had been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported "the kink on both ends of the connection part with the connector was confirmed visually, and the situation was also confirmed visually that there was a possibility of kink on the abdominal side of the anchor." "It was proposed that catheter was replaced and it was dealt with accessory kit, but after consulting with the patient in advance, the angle etc. Of the suspected kink was corrected on the reported day. In addition, to prevent recurrence, treatment was performed that the back pocket was enlarged and the catheter was fixed inside the pocket." "The access port kit was used, an attempt was made to confirm patency by pulling the drug solution / cerebrospinal fluid from the cap, but enough drug solution / cerebrospinal fluid was not pulled. The daily dose was reduced by programming and the situation was decided to be observed without priming. If the exacerbation of spasticity does not recover, catheter replacement will be considered."

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: n772854003, implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 07-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who was receiving gabalon (unknown concentration and dose) via an implantable infusion pump for spinal angiopathy. It was reported exacerbation of spasticity occurred. The date of incidence was (B)(6) of 2021. The daily dose had been increased but "the previous effect did not occur." The attending physician's assessment indicated, "roller examination and angio examination will be performed, wasn't it a catheter kink?" The outcome of the adverse event was "unrecovered." The event was considered not causally related to the drug, programmer, or surgical procedure, and unknown if related to the catheter or pump. Further complications were not reported. Additional information was received. On 2021-may-21 a roller inspection was performed and it was confirmed the pump was normal. Contrast examination was then tried, but could not be performed because drug solution and spinal fluid could not be drawn from the catheter access port. After, CT was performed. It was indicated, "adjusting the angle of the back catheter, and in some cases catheter replacement are schedule for june 14th." The attending physician's assessment indicated, "after confirming 3dct, it is considered that there is a high possibility that the anchor connection point and the connector connection point are blocked or kink." The event was considered not causally related to the drug, pump, programmer, or surgical procedure, and unknown if related to the catheter.